Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the ablation lead did not have enough energy output to destroy the tumor. Another device was used and it worked fine. The procedure had been completed.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.